Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a disposable perforator (ID 261221) was difficult to make a burr hole. The device got hot and eventually caused a burn on the patient. The procedure was completed with a replacement product available. The details related to the patient's burn are unknown. According to information provided, it is unknown if the perforator failed to engage or had premature disengagement. It is also unknown if the perforator was dull or if the patient's bone thickness/quality was the issue.